Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device's light alarm bar across the top of the front enclosure had been damaged. The device was not in use at the time of the event, no impact on the patient.